Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(6) implanted: explanted: product type catheter h3: analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter sc connector; coring-tears-cuts in seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine and dilaudid via an implanted pump. It was reported that the patient came into the office today in full withdrawal. The pump was not alarming and did not show any events in the logs on interrogation. Additional information was received from a healthcare professional (hcp) via a company representative on 2020-oct-13. It was reported that the pump did not have an alarms or issues in the logs, so it was determined the issue might be with the catheter. The patient was scheduled for a catheter dye study on (B)(6) 2020. Additional information received from a consumer via a manufacturer representative (rep) reported the patient stated that they were experiencing withdrawals for the last few weeks. The pump was interrogated and the logs were checked and all showed normal function. There were no alarms and no stalls. It was noted surgical intervention occurred where the pump and catheter were replaced on (B)(6) 2020 the issue was resolved at time of report. The patient's status at time of report was alive- no injury. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported/anticipated.